Event description:
The stryker sales representative stated that the distributor reported that a medpor sst sphere implant migrated. The sales representative indicated that the sphere implant was not deep enough and not correctly sutured.

Manufacturer narrative:
No additional information was received from the doctor . The sales representative indicated that the area was not deep enough within the eye socket and could have contributed to the incident. Not returned.